Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer called to report that hi flowmeter was not working properly. He states it would not move between 1/2 and 1/8 on the meter. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model ircpf16, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 2001105 rev. G (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is unknown, height is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.